Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On january 4, 2022 mentor became aware that it erroneously submitted manufacturing record evaluation (mre) statement in the initial report. The correct statement is as follows: nonconformances were idenfitifed and will be handled through the quality system. Additionally, h9 (FDA correction/ removal reporting no.) Was erroneously omitted. The number is 3005423519-10/12/2021-001-r.

Manufacturer narrative:
The investigation of the impacted product was received by the failure analysis lab on november 11, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed, as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced left sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).